Manufacturer narrative:
This event occurred in (B)(6). The customer's calibration and qc information were requested but not provided. The observed differences in tsh values generated with the roche assay, accuraseed assay, and abbott architect assay are most likely caused by differences in the overall setups of the assays, the antibodies used, differences in reference materials, and the differences in the standardization methodology used. The investigation did not identify a product problem. The cause of the event could not be determined. (B)(6).

Event description:
The initial reporter received questionable elecsys tsh assay and elecsys ft4 iii assay results for one patient tested on a cobas 8000 e 801 module. The e 801 module serial number was (B)(4). The customer reported out the results to a physician who asked for re-measurement of the sample. The customer performed repeat testing on an accuraseed analyzer, and the customer provided the patient¿s sample for investigation where it was tested with an abbott architect. This medwatch is for tsh. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay.